Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colectomy, when performing a rectal anastomosis, the device was not able to fired since the green mark did not appear to trigger. Another device was used to resolve the issue. There was no patient injury.